Event description:
The pt was taken to the operating room for a failed left little finger pip joint replacement with pyrocarbon implant. Attempt was made to remove the pyrocarbon implant and the surgery was able to remove the distal implants in the middle phalanx without difficulty. The implant in the proximal phalanx fragmented and proved quite difficult to remove. This was removed piecemeal facilitated with the use of k wires, rongeur, and curette to remove the fragments and remove as much as possible from the intramedullary canal. There was extensive carbonaceous fragments with and after removal. The majority of the proximal implant was removed. All scar tissue and granulation tissue at the pip joint was removed. Attempt was made to proceed with attempted fusion of the little finger pip joint. A standard arthrex screw was placed across the pip joint and down the canal of the middle phalanx. Unfortunately, somewhat tenuous fixation was achieved given the extensive carbonaceous fragment which were present. Good placement of the 22 mm arthrex screw down the canal was achieved with good compression across the pip joint. No rotational or angulatory deformity was noted. Bone graft was harvested from the distal radius the lister's tubercle. Approx 2 cc of cancellous bone was harvested. This was packed into the attempted pip joint fusion site. Good stable construct was achieved. The wound had been irrigated with almost 4 liters of irrigation after extensive debridement and attempted removal of the majority of the carbon implant. There was extensive carbon tattooing in the soft tissue as expected. At the conclusion, the extensor mechanism was repaired with interrupted 3-0 ethibond sutures. The skin was closed with interrupted 4-0 nylon sutures. Xeroform and a soft bulky dressing was placed. The pt was placed into an ulnar gutter plaster splint and returned to the recovery room in stable condition. Prophylactic antibiotics were given in an appropriate time interval before surgery and these prophylactic antibiotics were discontinued immediately after surgery. Complications and estimated blood loss were reported as none. Additional info has been requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.